Event description:
It was reported that prior to use it was noted the stent of the 7.0x80mm absolute pro self expanding stent system (ses) was out of the sheath but not flowering. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.